Manufacturer narrative:
Additional information was provided in b.5 and b.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received indicates that the patient's condition is improving. There was no inflammation.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record (sr) was opened to address the reported event. A service quote was sent to the customer for footswitch replacement. However, the customer did not approve the quote. Therefore, the system was not tested on-site. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during cataract surgery, an ophthalmic system displayed system message and pedal failure occurred after incision. The patient experienced posterior capsular opacification and intraocular hypertonia, which required additional intervention the surgery was not completed and the patient transferred to another hospital. The current patient status was unknown. This reports pertain to ophthalmic system.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.